Event description:
Pt underwent ceruical and lumbar myelogram. X-ray contrast was injected into lumbar region and lumber myelogram was performed without incident. When tube tilted trendelenburg to remove from lumbar area and tilt cervical, the foot board slipped toward the head of the table causing pt to slide about 2 feet and be moved suddenly. Pt immediately complained of new pain in buttocks area.